Event description:
The nurse reported the footswitch would not respond when the right button was pushed. The continuous irrigation would not activate. The surgeon mitigated this by pressing down on the footswitch to obtain continuous irrigation. There was no delay in surgery. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch cable and disposed of the old cable. The facility did not request service. No samples were returned for evaluation. There wsa no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).